Event description:
It was reported that customer is experiencing high and low blood glucose levels. Customer reported that there is a leak in the reservoir and that the insulin pump alarmed failed battery test. It was also reported that there are air bubbles in the reservoir's tubing. Customer's blood glucose reading ranged between 20-304 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference (B)(4).